Manufacturer narrative:
Investigation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. A chest computerized tomography (CT) scan was provided for review. A review of complaint history, the device history record, instructions for use, and quality control data was also conducted. The chest CT provided was dated 2009. It cannot be determined if this was the scan's actual date or a date altered by anonymization. The ge scanner and its software package noted in the dicom file were available prior to 2009. The non-contrast scan did not extend more inferior than the mid infrarenal abdominal aorta. The zsle leg thrombosis could not be confirmed on imaging. However, there was severe narrowing of the proximal aneurysm lumen by mural thrombus. Since extensive mural thrombus such as this tends to involve the entire aneurysm, it is possible that the distal aortic diameter was also too narrow for the endograft. There is no information regarding a patient history that would explain the mural thrombus. There is no mention if the patient was receiving any anticoagulation therapy. There is no mention of any cardiac disease or events that may have occurred following the placement of the stent that may have contributed to the mural thrombus. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed; there were no non-conformances noted. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, adequate iliac or femoral access is required to introduce the device into the vasculature. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). Patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic event. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform anagiography to check position as necessary. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. No other definitive conclusions were drawn from either image, or clinical review. A possible root cause is procedure related ¿ patient condition related to occurrence based on the image review impressions. Measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a (B)(6) year-old, male patient with an abdominal aneurysm underwent an endovascular aneurysm repair (evar) in (B)(6) 2016. As reported, the patient was implanted with a zenith main body graft and two zenith flex with spiral-z technology aaa endovascular graft iliac legs. One used for a right limb extension and the other for a left limb extension. The patient reported leg claudication pain and was found to have a thrombosed right limb. The patient did not report the pain soon enough for the limb to be unblocked and relined. On (B)(6) 2017, a required left to right fem-fem (femoral-femoral) crossover graft from the left side was performed. In addition, the patient required superficial femoral artery (sfa) stents to the right and left side and had an endarterectomy of his common femoral artery.